Event description:
Reporter indicated a vns patient had died. The date of the death was not known, but it was recently as the funeral home was to return the vns generator to the office. Attempts for further info from the reporter have been unsuccessful to date.